Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Clinical trial. It was reported that the patient expired 1958 days following a coronary artery stenting treatment procedure. The index procedure identified and treated one target lesion. The target lesion was located in the proximal circumflex with 80% stenosis and measuring 2.5 x 10 mm. Treatment consisted of predilation and placement of a 2.5 x 16 mm express2 stent resulting in 0% residual stenosis. A non-target lesion in the mid lad (left anterior descending) was treated with another manufacture's 2.5 x 8 mm stent. The patient was discharged one day post procedure on asa and plavix. During study follow-up, it was discovered that the patient had died 958 days following the index procedure. The cause of death is unknown and no further information is available. The investigator assessed this event as having an unknown relationship to the study device.